Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
As stated by the customer: unit displayed error messages: error head and runaway pump. No patient was involved. (B)(4).

Manufacturer narrative:
Field service technician (fst) has been sent for investigation and verified runaway error on rpm pump. According to service order# (B)(4) a new control board and motor control board were installed and again troubleshoot performed. After replacement: still have runaway error. Fst suspected motor issue. The roller pump has been returned to repair depot for evaluation/repair. The original boards were installed prior to sending unit to the depot. According to the service order# (B)(4) (from repair depot) it is stated that the complaint could not be duplicated. The unit operated for 2 weeks at various speeds and modes without issue. Connectors, belts, motor and tacho phase have been inspected - no problems found. Calibration check and full functional test as per the service manual have been performed. All tests passed. The unit has been returned to service. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).